Manufacturer narrative:
This alinity c processing module (list number 03r67-01) contains an impacted alinity ci-series system control module (list number 03r70-01) complete information for section h9. Correction/removal report number: 3002809144-05/22/19-005-c the investigation into this matter found that the alinity implemented a 10 mv check but should have implemented a 3mv threshold for serum, plasma, and urine. Abbott will be releasing alinity ci-series software version 2.6.1 to change the ict reference solution voltage drift threshold from 10mv to 3mv to improve the ability of the system to detect ict reference solution voltage drift. A product correction letter was issued on 21may2019 to all worldwide alinity ci scm customers configured with the alinity c processing modules. The letter instructs the following: - all ict patient specimens should be run in duplicate - verify the difference in recovery between the sample replicates is no greater than the indicated thresholds for serum, plasma, or urine for the specific ict assay. - how to trouble shoot if the difference in recovery between the sample replicates exceeds the threshold. - rerun the specimen in duplicate after troubleshooting - if three or more discrepant ict samples, without an assignable cause, are identified within a 24-hour period: - stop ict testing and disable al ict assays via the software user interface until the issue is resolved - contact customer service to resolve any hardware failure.

Event description:
The account generated a false elevated sodium of 143 mmol/l on a sample processed on the alinity c processing module that repeated on another alinity c processing module of 117 mmol/l. The account uses a normal sodium range of 136 to 145 mmol/l. The discrepant results were determined to be caused by an alinity ci-series software deficiency where the software was not detecting an issue with the alinity c integrated chip technology (ict) for the sodium assay. No adverse impact to patient management was reported.

Manufacturer narrative:
The customer replaced the ict module and retested all the daily samples and the results were lower, but specific data was not provided. A review of the alinity c processing module serial (B)(4) service history did not reveal additional causes and no subsequent reports of discrepant results have been received. A search for ict module lot found no other complaints. A 12-month review of ict module complaint and trending data did not identify an issue or adverse trend related to discrepant results. All ict modules must pass manufacturing performance verification testing before they are released for shipment. Therefore, all ict modules are successfully installed, calibrated and tested by the manufacturer before they are shipped to customers. The alinity ci-series operations manual provides adequate information for replacing the ict module and troubleshooting the reported issue. No product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated a false elevated sodium of 143 mmol/l on a sample processed on the alinity c processing module that repeated on another alinity c processing module of 117 mmol/l. The account uses a normal sodium range of 136 to 145 mmol/l. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
This follow up MDR is being submitted to correct section d. Suspect medical device which was changed from alinity c processing module; ln 03r67-01; sn (B)(4) to alinity ci-series system control module; ln 03r70-01; sn (B)(4). The device manufacturing sites for both products is the same.